Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead along with the linked implantable cardioverter defibrillator were explanted as the patient required magnetic resonance therapy. Upon the explant procedure, this rv lead broke and the patient underwent open heart surgery to remove this superior vena cava coil. This lead is not expected to be returned for analysis. No additional adverse patient effects were reported.